Manufacturer narrative:
The reservoir tube lip has been chewed up by a dog. Unable to insert a reservoir due to reservoir tube lip damage.

Event description:
The customer's mother reported via phone call that the insulin pump. Customer's blood glucose level was 235 mg/dl. The device will be returned for analysis.